Manufacturer narrative:
The insulin pump was received with a cracked and detached end cap. The insulin pump had no button response due to a keypad connector not plugged in to the display. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5.

Event description:
It was reported that the customer blood glucose was 281 mg/dl and customer insulin pump is cracked. Nothing further was reported.